Manufacturer narrative:
Information indicates this product is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that high pacing thresholds, noise and oversensing was observed on the right ventricular (rv) channel of this cardiac resynchronization therapy defibrillator (crt-d) system. No pacing inhibition was observed. As a result, the rv lead and crt-d device were explanted and replaced. No additional adverse patient effects were reported.